Event description:
Used amo complete moisture plus multi-purpose solution for over three years. Recently developed irritation, pain, light sensitivity and redness in left eye. No error in product use or eye care compliance.